Manufacturer narrative:
Due to initial character limitation, event site full name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had low helium alarm. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (component code, investigation findings , investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) evaluated the unit and was able to confirm the reported malfunction. The fse dismantled and cleaned all connections of the fill and drive manifold. The fse performed regulator, helium regulator, and helium tank calibration. The fse then replaced the helium tank washer after confirming that the x5 was reaching 175mmgh in 30 seconds several times. The all manifold tests and leak tests were performed. A function test with a balloon was performed. The iabp was then suitable for use.

Event description:
Na.